Manufacturer narrative:
The approximate age of device: 4 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the percutaneous lead jacket tear required rescue tape. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: cosmetic damage to the driveline¿s silicone sleeve was confirmed via a photo provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 21:46:46 to (B)(6) 2019 at 12:39:52, per the timestamp. Throughout the log file the device operated at the fixed speed without issue and the system appeared to have been operating as intended. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use and patient handbook contain information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction for UDI in section d4.